Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G2 report source; study missing from manufacturer device report 1220648-2024-24634.

Event description:
The complainant reported a patient on impella cp support and there was access site bleeding. There was continuous bleeding at the right femoral artery access site after the peel away removal and repositioning sheath placed despite the fact that perclose devices were in place. Due to the unresolved bleeding, the pump was explanted and 2 perclose were used to achieve successful hemostasis. A new pump was placed in the opposite left femoral artery. The patient survived the event.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿